Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan in (B)(4) alleging his onetouch verio pro meter was reading inaccurately high compared to a calibrated lab method. The patient did not allege any harm or injury due to the reported issue. The patient alleged obtaining "9 mmol/l" on his lfs meter, and "7.2 mmol/l" on his back up ot ultra2 meter, performed within 20 minutes of each other. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): the patient performed a meter vs. Another meter comparison where the calculated difference of the readings meets lfs's criteria for accuracy reporting. There is no evidence, however that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.